Manufacturer narrative:
The sheath was returned with introducer inserted after being used in the procedure. The sheath shaft was slightly bend likely due to packaging. The sheath returned was visually inspected and the following observations were made:  circumferential liner delamination approximately 4.5¿ from distal tip in length. Two (2) liner tears observed: 1. Approximately 8.25¿ in length, starting at the distal strain relief.  Liner cut starting 0.5¿ from the distal liner, approximately 0.5¿ in length. The angle of the cut suggests this was induced by tools. C-marker band separated and not returned. Tecoflex in that region appears torn (as expected if marker is separated). Follow-up with the site confirmed the marker band was attached when removed from the patient and dislodged with further manipulation on the back table. Tip opened as designed. Scratches on the shaft. No other abnormalities noted. Due to the returned device condition (liner torn, delamination, tip opened as designed) no functional testing was able to be performed. The liner thickness was measured along the length of the 8.25¿ liner tear. Sheath liner thickness at all measured locations met the specification. A device history record (DHR) review was performed and did not reveal any manufacturing related issues that would have contributed to the complaint.   A review of lot history revealed no additional complaints for the reported delamination and liner tear. A review of the complaint history on confirmed (returned and no product returned) from aug 2019 to july 2020 revealed other similar complaints for the edwards esheath introducer set (all models and sizes) for the reported delamination and liner tear. The complaints were reviewed based on similar reported events and associated root causes/evaluation codes. The following IFU/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage: instruction for use (IFU) for esheath and the procedural training manual. Precautions: caution should be used in vessels that have diameters less than 5.5 mm or 6 mm as it may preclude safe placement of the 14f and 16f edwards esheath introducer set respectively. Use caution in tortuous or calcified vessels that would prevent safe entry of the introducer set. Delivery system removal:  completely unflex the delivery system.  Ensure flex tip is still over the triple marker.  Ensure balloon lock is locked.  Ensure the balloon is completely deflated.  Pull the entire delivery system through the sheath.  Maintain guidewire position in the aorta.  Caution: patient injury could occur if the delivery system is not completely unflexed prior to removal. Based on the review of the IFU/training manuals, no deficiencies were identified. During manufacturing, the device is both visually inspected and tested several times throughout the process. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed  to the reported complaints. The reported liner delamination and liner tear were confirmed based on the visual inspection of the returned device. Investigation of the device and review of lot history, complaint history, and DHR revealed no indication that a manufacturing nonconformance contributed to the event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies.   Regarding the reported liner delamination, as mentioned in the complaint description, ¿there was resistance during withdrawal of the delivery system into the esheath.¿ the presence of calcification is supported by the scratches on the sheath shaft observed during visual inspection. The calcification can create a difficult pathway for coaxial device alignment when retrieving the delivery system through the sheath. If the delivery system was not coaxially aligned with sheath tip during retrieving, the delivery system balloon could be caught on the sheath tip resulting in difficulty with retrieval. Additional forces were likely applied to overcome the resistance which could lead to the observed sheath liner delamination and distal tear. It is possible that patient factor (calcification) and/or procedural factor (non-coaxial withdrawal during delivery system retrieval) may have contributed to the reported event. Regarding the reported liner tear, two liner tears were observed on the returned device. The site reportedly ¿cut the esheath¿ post-procedure and is likely the cut near the distal end. The larger tear potentially occurred during the procedure. Calcification was likely present in the patient as indicated by the scratches on the sheath shaft observed during visual inspection. A technical summary written by edwards lifesciences details how calcification can contribute to liner tears. It is possible that calcification altered the vessel profile and increased the likelihood of friction/interaction between the vessel and devices. It is likely that the excessive manipulation was used to overcome the resistance when attempting to withdraw the delivery system leading to the observed liner tear. It is possible that patient factor (calcification) and/or procedural factor (device manipulation) may have contributed to the reported event. Damage to the sheath is identified in the esheath risk management worksheet as a potential cause that may lead to difficulty withdrawing the esheath. This event reports damage to the sheath (sheath distal tip delamination and liner tears) during device withdrawal through the sheath that has not resulted in a patient harm, or a device failure to perform its function. Also, there was no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. Therefore, the review of risk management file is complete, and no further action is required. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required.

Manufacturer narrative:
UDI (B)(4). The device is to be returned for evaluation. Investigation is underway.

Event description:
As reported through the thv hotline via edwards field clinical specialist, after successful implantation of a 29mm sapien 3 valve in the native aortic position via transfemoral approach with the 29mm commander delivery system and 14f esheath, there was resistance during withdrawal of the delivery system into the esheath. There was no volume left in the balloon during withdrawal. The radiopaque marker appeared to be in the middle of the sheath shaft. The devices were removed as one unit without injury to the patient. The physician cut the esheath and found that the liner of the sheath had ¿folded/bunched in on itself¿ with the radiopaque marker still attached. The device is to be returned for evaluation.